Event description:
It was reported that the insulin pump overdelivered insulin. The blood glucose reading of 212 mg/dl was treated with 1.2 units of insulin. Customer stated the blood glucose decreased to 48 mg/dl. The current blood glucose reading is 168 mg/dl. Low blood glucose reading has happened this morning. During troubleshooting, the insulin pump passed the displacement and selftest tests. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.